Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose up to 370 mg/dl after a meal announcement, with additional elevation to 270 mg/dl after a mocha latte when a reduced meal announcement was not made; the user administered manual humalog in two doses before glucose began to decline, and no leaking or bent tubing was observed. Symptoms included elevated blood glucose. Outcomes included self-management with manual subcutaneous insulin and education on potential causes, monitoring, and when to contact support or follow healthcare provider guidance. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction reported or observed during the call and no device component anomaly identified, with the event attributed to hyperglycemia of unclear cause potentially influenced by pre-existing elevation and missed reduced meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.